Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It appears there may have been a buildup of material on the wire causing resistance as the wire was in the patient for 30 to 40 minutes or may have experienced some damage due to use with multiple devices; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The dragonfly opstar imaging catheter was used during the procedure. However, the monorail of the catheter became entangled with the balance middleweight (bmw) guide wire and therefore, the imaging catheter and guide wire were removed together. A new bmw wire was inserted to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is being filed under a separate medwatch report.